Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: approximately 6 months ago. Revision due to dislocation.

Manufacturer narrative:
After further review of additional information received the following sections a1, b4, b5, b6, b7, d6. Oct/nov 2017 , g3, g4, g7, h2, h4 and h6 have been updated accordingly. Section h6: in a review of the labeling it is a known complication that a patient's age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components may require a second surgical intervention or revision. Only qualified surgeons knowledgably in anatomy, biomechanics and reconstructive surgery should use these devices. The surgeon must be fully knowledgeable about the surgical technique and trained according to the proper use of the system instrumentation and implants. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient dislocation of the shoulder joint devices and is most likely due to the patient's underlying conditions and could be related to surgical technique; however, without patient risk factors or additional information this cannot be confirmed. Devices were not returned. This device is used for treatment, not diagnosis. Corrected data: section h3: no device evaluation pending.

Event description:
It was reported from the united kingdom that a patient experienced a revision surgery due to shoulder dislocations. It is noted that the patient had been receiving "conservative treatment", which did not resolve the dislocations. The shoulder was stated to be stable with the new components. It was further reported that the surgeon said it was his error which led to the issue that required revision of shoulder devices. There is no allegation of device malfunction. Information has been requested about the patient and the event, no additional information is provided. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00301, 1038671-2018-00302, 1038671-2018-00303 and 1038671-2018-00304.